Event description:
Patient presented to the physician with oozing at the chest incision. Physician prescribed antibiotics. This resolved the issue. Patient presented back to the physician with a lump by the neck. Physician prescribed antibiotics.